Event description:
The customer reported that a barcode misread occurred using the handheld intermec wand reader. Sample ID 016gp00452 was read as 165000452. Log files were downloaded and it was found that the leading zero was truncated during the read process. No death or serious injury was assoicated with this incident. Please note that this complaint is beyond the 30 day reporting requirement and was found to be reportable during a complaint review.